Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported.